Event description:
Patient was diagnosed with rotator cuff tendonitis at an outpatient physical therapy center for treatment. Patient placed on electrical stimulation, machine set on "intensity 2, using channels 1 and 4". Approximately 4-5 minutes into her treatment the patient reported sharp pains in her arm and stated that the machine was surging. The clinical associate, who was in the room with the patient at the time, turned off the machine. A physical therapist was called into the room and noted the patient was crying and complaining of sharp pains. The stimulation pads were removed and no redness was noted. A cold pack was placed on the patient's shoulder for approximately 10 minutes. The patient reported decreased pain, but had stiffness. Biomed inspected the unit and sent the device to health equipment service, (an outside repair company) for evaluation. Hes replaced the potentiometer (?) Unsure what channel (1 or 4) was repaired.